Manufacturer narrative:
The guidewire did not kink during use. The guidewire was not advanced through the struts of an existing stent. The guidewire tip did not repeatedly prolapse during treatment of the lesion. The guidewire tip was advanced into the distal vasculature. The guidewire did not become fixed or caught at any time prior to the reported event but did become caught upon attempted withdrawal. The guidewire was not torque against resistance. The physician¿s dictated summary and procedural log was said to be available. Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the field indicated that the distal tip of the 300 cm. Pgw .018 short st guidewire broke off in patient, but was retrieved. There was no reported patient injury. The fracture occurred after the physician gave up trying to access/cross the lesion and was removing the guidewire from the patient. The fractured distal tip was successfully retrieved using a two (2) mm. Snare. The target lesion was an occluded anterior tibial artery (ata) that had a long segmental occlusion. The procedure was not completed successfully as the physician could not get through the occlusion. The product was not re-sterilized. The guidewire was not removed from the dispenser by the floppy distal end. The guidewire was not kinked or damaged in any way prior to insertion into the patient. The guidewire was not re-shaped by the user and was not used for treatment of another lesion prior to the reported event. The ata target lesion was a 100% chronic total occlusion (cto). A drilling or jackhammer technique was not used while trying to re-cannulize the lesion. There was no reported difficulty tracking the guidewire through the vessel to the target lesion. The guidewire behaved normally with good torque response. There was no reported resistance/friction between the guidewire and other devices.

Manufacturer narrative:
It was reported that during a procedure the distal tip of the 300 cm. Pgw .018 short st guidewire broke off in the patient, but was retrieved. There was no reported patient injury. The target lesion was an occluded anterior tibial artery (ata) that had a long segmental occlusion. The ata target lesion was a 100% chronic total occlusion (cto). The guidewire was not removed from the dispenser by the floppy distal end. The guidewire was not kinked or damaged in any way prior to insertion into the patient. The guidewire was not re-shaped by the user and was not used for treatment of another lesion prior to the reported event. The product was not re-sterilized. A drilling or jackhammer technique was not used while trying to re-cannulize the lesion. There was no reported difficulty tracking the guidewire through the vessel to the target lesion. The guidewire behaved normally with good torque response. There was no reported resistance/friction between the guidewire and other devices. The fracture/separation occurred after the physician gave up trying to access/cross the lesion and was removing the guidewire from the patient. The fractured separated distal tip was successfully retrieved using a two (2) mm. Snare. The procedure was not completed successfully as the physician could not get through the occlusion. The product was returned for inspection. One non-sterile pgw .018 sv short 300cm st and an unknown non-cordis microcatheter was received coiled into a plastic bag. The core wire and coil presented a fractured at the distal end. The coil also presented an unraveled/stretched condition. The core wire and coil was inspected under microscope and the damage was confirmed. The device was sent to sem analysis. Sem results showed that the core wire and coil presented evidence of smearing and reverse bending. It appears that the separation occurred while the sample piece was being bending due to the smearing and reverse bending. Cutting as the root cause was discarded since the fracture site did not present any characteristics typical of this failure mode. (B)(4) did review the device history records relative to the manufacturing, inspecting and packaging of lot 10333316. (B)(4). The complaint reported by the customer as ¿distal tip- fractured-separated¿ was confirmed during the analysis. Sem results showed that the core wire and coil presented evidence of smearing and reverse bending. The cause of the unraveled/stretched and fracture condition could not be conclusively determined by analysis. Based on the information available for review, vessel characteristics and procedural factors (as evidenced by smearing and reverse bending presentation of the device on sem analysis) may have contributed to the reported complaint. Neither the DHR nor the analysis suggests that the reported complaint could be related to the manufacturing process, therefore no corrective action will be taken at this time.